Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. Log246519 -not valid) inserted for female sterilisation. The patient's medical history included grand multiparity, gerd, iron deficiency anemia and blood dyscrasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy, right salpingectomy, oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: legacy device report num 2951250-2020-13188 medwatch 3500a MFR number discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2014. Lot number reported (log246519) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. Log246519) inserted for female sterilisation. The patient's medical history included grand multiparity, gerd, iron deficiency anemia and blood dyscrasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy, right salpingectomy, oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: legacy device report num 2951250-2020-13188 medwatch 3500a MFR number discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2014. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 3 and 4 process together. Pif received. Reporter information were added. Patient dob, essure insertion and removal dates added. Event medical device removal updated to pelvic pain. Essure removal surgery added. Medical records received. Lot number added. Medical history, reporter information were added. This record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. Log246519 -inv, b93873) inserted for female sterilisation. The patient's medical history included grand multiparity, gerd, iron deficiency anemia and blood dyscrasia. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy, right salpingectomy, oophorectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: legacy device report num 2951250-2020-13188 medwatch 3500a MFR number discrepancy noted in date of removal (B)(6) -2020 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2014. Lot number reported (log246519) is not valid. Lot number: b93873, manufacturing date: 2013/11, expiration date: 2016/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. Log246519 - inv) inserted for female sterilisation. The patient's medical history included grand multiparity, gerd, iron deficiency anemia and blood dyscrasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy, right salpingectomy, oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: legacy device report num 2951250-2020-13188 medwatch 3500a MFR number discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2014. Most recent follow-up information incorporated above includes: on 2-nov-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. Log246519 -not valid, b93873) inserted for female sterilisation. The patient's medical history included grand multiparity, gerd, iron deficiency anemia and blood dyscrasia. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy, right salpingectomy, oophorectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: legacy device report num 2951250-2020-13188 medwatch 3500a MFR number. Discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2014. Lot number reported (log246519) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received. Reporter information, medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.